Event description:
It was reported that the patient presented to the hospital and was admitted. Upon review, the right ventricular (rv) lead exhibited low pacing impedance and over-sensed noise. The noise resulted in pacing inhibition. The rv lead was capped and replaced on 25 nov 2024. The patient was in stable condition throughout the procedure.